Event description:
The customer reported that they did not receive a brady alarm for a patient that had coded, and subsequently expired.

Manufacturer narrative:
The customer reported that a patient experienced a bradycardia event and coded, leading to the patient's death. The customer indicated that the staff did not hear alarms occurring for bradycardia before the code, which we will consider to represent a delay in treatment of this patient as the strip shows that low heart rate alarms were provided prior to the code. Philips is in the process of obtaining additional information regarding this event, and the complaint is still under investigation. A final report will be submitted once the investigation is completed.